Event description:
Customer reported a past low blood glucose event, bg value displayed as displayed as "low"; however, specific value was not provided. Although the customer lost consciousness, there was no injury, and the customer did not visit the ER. Paramedics provided orange juice. Customer was advised by technical support to consult with a healthcare provider to discuss potential factors affecting blood glucose levels, and this advice was acknowledged and understood.